Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was found to be fluid overloaded and anemic. The patient was admitted for intravenous (IV) diuresis and anemia. The patient had labs drawn but showed no signs of bleeding and no gastrointestinal workup was necessary due to a recent scope that showed no internal bleeding. The patient received two units of packed red blood cells and the hemoglobin responded appropriately. After the patient¿s labs returned to normal limits, the patient was deemed stable and discharged home after four days of inpatient stay. The pump remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.